Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider (hcp) stated that the patient had not followed up with them yet to be evaluated for this issue. The follow up was the first time they had become aware of it. No further complications are anticipated.

Event description:
A patient reported they were throwing up. They stated that normally "they put their hand there" and it felt like a heart beat and at the time of the report there was nothing. They stated that it stopped a week ago. They had been throwing up foam, which started one and a half weeks ago. The patient said they were on a fixed income so they could not go see their healthcare provider (hcp). There was no other information available at the time of the report. No further complications are anticipated.